Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a 34 mm evolut fx system, a pre-implant balloon dilation was performed due to calcification. During the first deployment attempt, the implant depth was too shallow, so the valve was recaptured. An infold in the valve frame was noted during the second deployment attempt (target implant depth of 3 mm). Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded and used for implant. According to the reporter, a procedural delay of approximately fifteen minutes occurred as a result of the infold. It was also noted that the patient's calcified anatomy contributed to the infold.